Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services reviewed available device data and confirmed there was noise oversensing related to myopotential activity that was over-sensed, leading to an inappropriate charge and shock on secondary vector. In-office troubleshooting, x-ray evaluation, and automatic screening tool (ast) screening were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services reviewed available device data and confirmed there was noise oversensing related to myopotential activity that was over-sensed, leading to an inappropriate charge and shock on secondary vector. In-office troubleshooting, x-ray evaluation, and automatic screening tool (ast) screening were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.